Manufacturer narrative:
One device was returned for repair with complaint that although the lockout time is set to 15 minutes, the lockout continues for more than 40 minutes. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event history found the pump was only set up and there was no record of it being activated. In subsequent use, with a lockout time of 15 minutes, it confirmed that there were records of repeated dosing by the over 15 minutes period. The reported issue was not confirmed. The reported issue was not reproducible, and the cause could not be determined.

Event description:
It was reported, that although, the lockout time is set to 15 minutes. The lockout continues for more than 40 minutes (delivered in august 2024). There was patient involvement. But confirmed, that no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.